Event description:
It was reported that the needle 16ga 1-1/2in pierced a hole in the vial and rubber fell into the medication. The following information was provided by the initial reporter, translated from dutch to english: "needle makes a hole in the rubber (vial) and rubber ends up in medication. This happened to all needles of this lot number."

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 210118. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. The retained samples were tested using different angles of penetration with a lab vial and no difficulties were identified. After microscopic examination, no particles from the vials or signs of stopper fragmentation were found. Each of the needle bevels were found to be well formed. Per the provided feedback, we understand that the issue of coring took place. Taking into account the preventive measures for the cannula manufacturing process, it is unlikely that the coring was a result of a poor or insufficient de-burring of the cannula. As part of the fraga cannula inspection process, visual examination is performed for cannula point conditions, flashes, cleanliness, clogged and crashed cannula, in addition to measurements and penetration tests. The stopper and the technique used to penetrate the vial may have also played a role in this incident. The needle should penetrate the vial stopper at a 90º angle to avoid the risk of coring. At this time, an exact cause related to the manufacturing process could not be determined for this incident. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter e-mail:(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle 16ga 1-1/2in pierced a hole in the vial and rubber fell into the medication. The following information was provided by the initial reporter, translated from dutch to english: "needle makes a hole in the rubber (vial) and rubber ends up in medication. This happened to all needles of this lot number."